Event description:
Staff was unable to discontinue foley. Urologist was called to discontinue foley with great difficulty. Staff followed proper procedure deflating balloon but ridges remained on the foley.